Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that when removing the non-abbott filter wire, the wire got caught on the struts of the implanted alpine stent. Retraction of the guide wire resulted in the deployed stent being explanted along with the guide wire; thus resulting in the reported device damaged by another device. It should be noted that the xience xpedition, xience alpine everolimus eluting coronary stent system instructions for use, states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions (length 32 mm) with reference vessel diameters of 2.25 mm to 4.25 mm. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the diagonal saphenous graft. A non-abbott filter was placed and the 3.0x28 mm xience alpine stent was implanted without issue. When removing the filter wire, the wire got caught on the struts of the implanted alpine stent. A guideliner was used to remove the wire. Retraction of the guide wire resulted in the deployed stent being explanted along with the guide wire. A 3.0x33 mm alpine stent was implanted without issue. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.